Manufacturer narrative:
Investigation: samples received: 1 open pouch. Analysis and results: there are two previous complaints of the same code-batch. We manufactured (B)(4) units of this code-batch. There are 480 units blocked in stock in b. Braun surgical warehouse. We have received one open pouch that contains an unopened ampoule. The ampoule has been optically evaluated and a defect in the sealing bar of the ampoule (yellow bar at the bottom of the ampoule) was found. The leakage of the glue occurs at this point as can be seen in the enclosed picture. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil b.braun surgical requirements. Final conclusion: taking into account that the results of the sample received do not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of failure in the sample received. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. No corrective/preventive actions needed.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K111959. If additional information is received, a follow up report will be submitted.

Event description:
It was reported there was ampule leakage. The reporter indicated that upon opening the package the leakage from the ampule was already caused, therefore the product was not able to be used.